Event description:
Customer reported that she was hospitalized due to high blood glucose. Customer blood glucose reading at the time of hospitalization was 475 mg/dl. Customer stated that the insulin pump was exposed to MRI magnetic field while at the hospital. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the displacement test due to motor error alarm.